Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer blood glucose (bg) level was over 600 mg/dl. Customer used a manual injection to address the elevated bg. Reportedly, the customer reverted to manual injections for insulin therapy.